Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) model zxt150 +21.5 diopter was implanted into the patient''s right eye (od) on (B)(6) 2018. Reportedly, the patient complained of glare, ''white vision'' and poor vision quality. The lens was explanted on (B)(6) 2018 and there were no complications during the surgery. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer: 10/16/2018. Device returned to manufacturer?: yes. Device evaluation: the device was returned at the manufacturing site for evaluation. Visual inspection with the unaided eye shows that the product is cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. The search in complaint history revealed that one similar complaint was received for this production order number which the results revealed that the product was manufactured according to specification and no product quality deficiency or malfunction was identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.